Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to moisture damage on the force sensor resistor (gold). The pump had no moisture damage on the electronics. The pump had a scratched display window and cracked display window corner.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 166 mg/dl at the time of incident. The customer stated that he went swimming and the pump went underwater. The pump stopped working then he got it to work but it did not recognize the reservoir. They were unable to review the pump history because of the compromised force sensor system alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.